Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: enh st ld kit,sc-2218-70. Model #: sc-4316 lot #: 14079378. Description: next generation anchor kit-sterile. Sc-1110-02, s/n# (B)(4): the ipg passed the functional test and revealed no anomalies. Sc-2218-70, s/n# (B)(4): the visual and x-ray inspections of the leads revealed no anomalies. Sc-4316, lot #: 14079378: the eyelets of the clik anchors were torn with missing silicone material.

Event description:
A report was received that the patient underwent an implant procedure and later passed away in her sleep overnight. The physician did not know the cause of death but did not believe it was device related. It is unknown if the patient death was procedure related. The physician has since passed away and therefore no additional information could be obtained.